Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes noise on the atrial lead, low lead impedance and a suspected lead fracture. The noise was causing pmt pacing.